Event description:
Right knee total replacement on (B)(6) 2011. Would closed with vicryl. Forty eight hours after surgery, developed cellulitis and pain from top of incision to center of knee and towards inner leg. Levaquin 250mg for 7 days. Continued pain, which I expected after this surgery, but over the next 4 weeks more so in area from kneecap to upper leg. In 48 hours beginning (B)(6), my knee incision became angry red, with sutures spitting out and hard lumps until I could barely walk. Surgeon removed sutures and much exudate poured from wounds. Began levaquin 500 mg/day and moist compresses. To day I wake up and notice 7 more sutures spitting out from other parts of incision. Obviously these sutures are not being absorbed, but being rejected by my body. Now I see many recalls and articles about vicryl: infections, not being absorbed. I pray I am not going to return to the operating room to have this dealt with. I will also add this to my medical list of allergies. Someone better look at this situation, again, this is an unbelievable situation for myself. I have had problems with knee for many years, hoped replacement would finally give me my leg back, only to have suture problems that could have been avoided. As I write this, have burning and a sensation that something is "crawling" inside incision and pray this ends soon.